Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018, a blood glucose of over 600mg/dl, with nausea, polydipsia, and vomiting, associated with an alleged time and date issue. Reportedly, the patient resumed pump use after replacement, and was treated in the emergency room with insulin via injection by their healthcare provider. During troubleshooting with customer technical support, it was revealed the time and date were not correctly maintained when the battery was removed for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: during investigation, the black box showed a pump reboot. When the pump was powered back on the time/date were not corrected & pump ran on default time/date on 2007-01-01 until it was manually changed to (B)(6) 2007. The last basal delivery was on (B)(6) 2018. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time /date reset to default setting. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.